Manufacturer narrative:
The investigation determined that multiple, imprecise vitros phbr quality control results were obtained. The root cause is most likely due to a reagent related issue. There was no evidence that the vitros 5,1 fs analyzer had malfunctioned. The FDA's (B)(4) district office was notified of this issue on 5-july-2011 per recall report # 1319809-07/05/2011-001-c.

Event description:
A customer observed multiple, imprecise vitros phbr quality control results (biorad qc results of 33.7, 33.1, 34.14, and 31.9 ug/ml vs. Expected result of 44.2 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report is number four of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).